Manufacturer narrative:
H11: the device was received for evaluation with a disconnect cap attached to the titanium spike. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned disconnect cap and an in lab molded port / green cap and no issues were observed. Integrity testing was performed between the patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a cap and a titanium transfer set. This was further described as it ¿was so loose that patient could easily pull it off by hand¿. There was no allegation against the cap. There was also some loosening between the titanium adapter and the patient adapter of the transfer set. The titanium adaptor is still in use. This occurred during use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.